Manufacturer narrative:
(B)(4).

Event description:
It was reported that during unrelated procedure, externalized conductors were observed on the lead. The electrical function of the lead was observed and tested and no anomalies were detected. They patient had no symptoms related to the riata lead. The lead was laser explanted and replaced. The patient tolerated the procedure well and it doing well with his new system.

Manufacturer narrative:
A partial lead was returned for analysis in two segments. External insulation abrasion breaching outer insulation and exposing outer coil was noted at 6.7-6.9cm from the pin. External insulation abrasion was noted at 7.7-8.1cm from the distal tip consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 7.9-10.6cm and 12.4-14.5cm from the distal tip. Internal insulation abrasion was noted at 17.3-19.0cm and 12.1-12.6. The etfe coating was intact at these locations.